Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a right side tmj implant procedure, and consequently is experiencing pain and swelling. It was found that the previous surgeon had placed the fossa component too near to the ear canal and a revision is being planned for an unknown date in the future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10 - medical products unknown tmj right mandible, unknown screw qty 2. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00262, 0001032347-2022-00268, 0001032347-2022-00270.

Event description:
It is reported that the patient underwent a right side tmj implant procedure, and consequently is experiencing pain and swelling. It was found that the previous surgeon had placed the fossa component too near to the ear canal and a revision is being planned for an unknown date in the future. It has been further reported that the mandibular head is not seated properly in the cup and may have partially dislocated laterally. Additionally, the two most anterior screws holding the fossa in place extend significantly bicortically through the zygomatic arch. The area they extend into is right where the temporalis muscle sits. The patient will not undergo a revision procedure due to the patient's anatomy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The case was reviewed by 3d systems during the design process of a possible replacement patient matched tmj device. 3ds provided images of the patient's anatomy from the surgeon, which confirmed the report that the fossa is too near the ear canal. The mandibular head is displaced laterally and is not mating with the center of the fossa component. The images also confirm the report that two of the fossa screws are extending bicortically through the zygomatic arch. It has been reported that a joint revision was not possible due to patient anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section a2, b4, b5, g3, g6, h2, h3, and h10.

Event description:
It has been further reported that the surgeon is considering a revision procedure for this patient and is requesting patient matched implants.